Event description:
It was reported that the ventilator failed the internal leakage test, pressure transducer test, safety valve test and flow transducer test during pre-use check. Importer ref #: (B)(4). Manufacturer ref #: 1042mcc0598.

Manufacturer narrative:
(B)(4).